Event description:
On feb. 22nd our quality department received the information about the following event: chief surgeon of the hospital, reported via our sales rep., that he was performing a surgery with the below mentioned target device. According to his information the clamping ring for the temporary fixation of the nail remained temporarily in the patient's wound when the target device was removed. The surgeon noted that the clamping ring had to be taken out manually. According to his information the patient was not impaired by this event.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.